Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample involved in the incident was not returned for evaluation. Without a sample available for product evaluation, no definitive conclusion can be drawn as to the cause of the alleged failure that was reportedly experienced. The exact root cause could not be determined. The device history record was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Terumo medical received an FDA medwatch report # mw5161848. The event description states: "(B)(6) was notified of the adverse event described below. After evaluating the information received; (B)(6) has determined the adverse event was not related to a device manufactured, sold, or imported by (B)(6). Following 21cfr803.22, we are hereby submitting (B)(6) notification of the event to cdrh. As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic the proglide and angio-seal failed. Vascular intervention by wire and balloon was performed due to partial sfa occlusion. There was no allegation of any (B)(6) device that caused the event. Reference report mw5161847. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Manufacturer narrative:
A1: patient identifier: unknown, a2: age & date of birth: unknown. A3a: sex: unknown. A3b: gender: unknown. A4: weight: unknown. A5: ethnicity : unknown. A6: race: unknown. D4: model number: unknown. D4: lot number: unknown. D4: expiration date: unknown due to unknown model number and lot number. D4: UDI: unknown due to unknown model number and lot number. D6a: implanted date: unknown due to unknown date of event. D6b: explanted date: unknown due to unknown date when explanted. E1: contact: unknown. E1: address: unknown. E1: telephone number: unknown. E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown model number and lot number. A review of the device history record was unable to be conducted due to the product code and lot number being unknown. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.